Event description:
Upon further review of co's files, it was determined that the complaint associated with this medwatch was filed on MFR's report #6000089-2004-00289. Therefore, this medwatch should be deleted.

Event description:
It was reported that 3 days after a coronary eluting stenting treatment procedure, the pt expired. The pt was enrolled in the program in 2004 and the 70% stenotic, 18 mm target lesion in the proximal lad (3.0 mm reference vessel diameter) was treated with predilation. The physician then deployed the taxus express2 2.75 x 24 mm and 2.75 x 16 mm drug eluting stents in an overlapping fashion. Residual stenosis was 0%. The second target lesion, 90% stenotic with a 2.5 mm reference vessel diameter, was a bifurcation lesion of the ostial circumflex and the left main coronary artery. The physician deployed a taxus express2 2.5 x 12 mm drug eluting stent to the lesion. Residual stenosis was 0%. No procedural complications were reported. Three days later while still hospitalized, the pt developed non-sustained ventricultar tachycardia. Enzymes were negative for myocardial infarction; no ischemic changes were noted on EKG. Cath lab eval of the taxus stents revealed: lm 20-30% proximal stenosis; lad stent was widely patent - timi 3 flow, no evidence of thrombus: taxus stent in the circumflex bifurcation lesion was widely patent - timi 3 flow, no evidence of thrombus. The rca was not injected. The pt was started on amiodarone. The following day, the pt developed chest pressure with s-t segment elevation. Subsequently they went into a bradyarrhythmia and then asystole. Cardiac compressions were initiated; the pt was given atropine and epinephrine. The pt then developed ventricular tacycardia requiring several cardioversions. As the pt continued to have episodes of ventricular tachycardia, they were intubated. The pt was given retavase prophylactically, in case the taxus stents had become occluded. Echocardiograpy confirmed no evidence of pericardial effusion. After an hour of CPR, there was no evidence of spontaneous blood pressure or respirations and the pt was pronounced dead. The physician suspects a possible thrombus or pulmonary embolus as the cause of death. An autopsy was refused by pt's family. Same case as manufacturer's #: 6000063 2004 00192 and 6000093 2004 00193.